Event description:
It was reported that the patient experienced tape not sticking in which the infusion set fell off while sleeping and high blood glucose event which was treated by syringes manual bolus on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.